Event description:
It was reported that a malfunction occurred on the pump, it was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Despite this, the customer did not require assistance from a third party and received normal guidance without being incapacitated. The customer had not yet addressed the high blood glucose level at the time of reporting. Technical support assisted the customer in resetting the malfunctioning pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if any issue arose again.